Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 80% stenotic lesion being treated was located in an anastomotic stricture in the moderately tortuous and non-calcified left antebrachium artery. The physician advanced the 5x40mm sterling balloon catheter to the lesion and on the first inflation, inflated the balloon to 6 atms for approximately fifteen seconds and the balloon ruptured. The device was removed intact. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "good".